Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed several buckled parts, dents and crushed parts on the insertion portion of the subject device. The subject device passed the leak test. Several buckled parts were also found inside of the instrument channel. The maximum outer diameters of the insertion portion, bending rubber glue, and insertion tube meet the product specification. The manufacturing record of the device was reviewed without irregularity.the exact cause of the reported event could not be conclusively determined, but performing angulation inside the narrow urethral lumen could not be ruled out as a contributory factor of the event.

Event description:
Olympus received the following information and made an emergency visit to the user facility. "The angulation lever was movable but not capable of controlling the distal end of the insertion tube in the area beyond the curved section in the urethra. The insertion portion seemed to be held angulated. Since the patient had undergone a total prostatectomy, the patient's bladder and the urethra are directly connected. The connected part becomes constricted. The distal end of the insertion tube was positioned in the urethra." The patient was transported to an or and had a radiography which revealed that the insertion tube of the subject device was held in an s-shape and got caught, not capable of being withdrawn. The subject device was withdrawn after inserting a guide wire into the subject device to straighten the curved part. The facility subsequently went into the treatment of the stricture of the urethra, dissecting the constricted part. The patient is being hospitalized for treatment of the stricture of the urethra. The treatment of the stricture of the urethra was not caused by the event that the subject device got caught in the urethra.